Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump required three to four battery changes per week. The patient's blood glucose at the time of incident was 4.6 mmol/l. Troubleshooting was initiated for the low battery longevity. There were no active alarms on the insulin pump. There were no excessive button presses either. The caller mentioned that the buttons were not always responsive as well; the button anomaly did not occur every day. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage on the keypad assembly or unlocked keypad connector noted. The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin pump was returned for low battery alarms. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph. After disconnecting and reconnecting the internal battery connector on connector pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.